Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. Voltage testing was performed and the test failed due to no voltage. The log was downloaded and reviewed finding a low battery alert and a failed transmitter error. The allegation was confirmed. The root cause was determined to be a low transmitter battery voltage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred. Data was evaluated and the allegation was confirmed. The probable root cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.